Event description:
It was reported that following an angio-seal deployment, the pt experienced bleeding. Manual compression was applied. The pt developed a hematoma with diminished pedal pulses. The pt had an arterial dissection ,and was referred to another hosp for surgical repair.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. According to the IFU, the safety and effectiveness of the angio-seal device has not been established in the following pt populations: pts with clinically significant peripheral vascular disease.